Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose (bg) level was 520mg/dl. No action was taken to address elevated bg. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.